Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 06/03/2022, it was reported by a sales representative via email that an ar-9401-17 eclipse¿ humeral head extractor broke in an unspecified procedure. This was discovered during use with no impact to the patient. Additional information has been requested. On 06/20/2022, the sales representative stated the following information via email: this event occurred during a total shoulder arthroplasty procedure on (B)(6) 2022, no attachment was used with the device. A piece broke inside the patient, and the piece was retrieved. An osteotome had to be used as a replacement, the case was completed successfully and the patient is fine to date. The complaint device was returned.

Manufacturer narrative:
Visual inspection found the device broke at the distal tip of the device. Complaint was confirmed.